Event description:
It was reported that the customer was hospitalized for dka. The customer had stated that the back pressure sensitive alarm occurred and did not change out the infusion set. The programming on the pump was accurate and passed the functional tests. The educator stated that the customer has had bent cannulas in the past.